Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was returned for failure analysis and the reported problem was confirmed in the field logs and replicated during fa. The unit was installed onto a patient side cart fixture test platform (pftp) and failed ifs pogo pin test. The unit was then installed onto a golden system and was not able to engage the sterile adapter, replicating the reported event. Upon visual inspection, fa found a small screw was stuck on the magnet of the left sterile adapter presence pin preventing the presence pin to be depressed and is the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found left sterile adapter presences pin stuck. The fse exercised the pin to release. The fse instructed the the staff on what to look for when these issues occur. The issue was later reported to have returned after the fse site visit. An fse returned and replaced the universal surgical manipulator due to damage. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site called in with an issue installing the drape on universal surgical manipulator (usm) 2. The site kept getting errors on the system. The technical support engineer (tse) had the site do a restart with no change. The site stated the adapter was not seating. The tse could see in the system logs that one of the presence pins was not activating. The site was going to talk with surgeon on about using 3 usms. The site informed they may change out to a different robot. There was no report of patient involvement.